Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause of the reported bent cannula. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported by the patient¿s parent that the patient¿s blood glucose level increased to approximately 24.5 mmol/l (441 mg/dl) after approximately 5-6 hours of pod wear on the hip/buttocks and did not decrease despite correction bolus doses. It was further reported that home ketone testing yielded a result of 0.7 mmol/l. Upon pod removal, the cannula was observed to be bent. The parent managed the elevated blood glucose with manual corrections. No medical intervention was reported.